Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The end user is noting that the dressing was changed to PICC line and noted to be leaking. The area was cleansed under sterile technique and PICC line flushed when dressing was fully removed, and the area was left to dry. PICC noted to be leaking at connection of purple sheath to hub. PICC line was removed. This is a potential safety issue as the there is a risk for infection.